Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no audio output from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, the patient tested the normal profile and reported it only vibrates as a response.

Manufacturer narrative:
(B)(4).